Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient use that the cardiosave intra-aortic balloon pump (iabp) was unable to inflate the catheter. No harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found iabp cover dent stopped pinching flow to pressure / vacuum. Straighten cover verified operating per specification. All functional and safety checks completed to meet factory specifications.